Event description:
Clinical subject: (B)(6) underwent tka after scp due to osteoarthritis.

Manufacturer narrative:
Subject: (B)(6) underwent a total knee arthroplasty on their right knee on (B)(6) 2018 due to osteoarthritis after an initial subchondroplasty procedure. At study specified 1 year follow up scheduling, patient contacted surgeon¿s office on (B)(6) 2018 indicating that they had a tka performed by another surgeon on (B)(6) 2018 and would be withdrawing from the study. No additional information regarding the patient condition or surgical evaluation at the time of the tka surgery is available. A DHR review was unable to be completed, as the device lot number was unknown. The product was not returned for investigation, as the product remains implanted.

Manufacturer narrative:
Subject (B)(6)/oberd ID (B)(6) underwent a total knee arthroplasty on their right knee on (B)(6) 2018 due to osteoarthritis after an initial subchondroplasty procedure. The responsible physician on the case reported the osteoarthritis was possibly related to scp but not related to accufill. In an effort to be conservative, this complaint is being treated as a serious injury and will be investigated further. Once additional information becomes available, a follow-up report will be submitted.

Event description:
Clinical subject (B)(6) underwent tka after scp due to osteoarthritis.